Event description:
It was reported that the right ventricular (rv) lead exhibited a high number of short v-v intervals, noise, and had a possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 419478 lead and 457453 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.